Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The synchoseal instrument was found to have low torque. Visual inspection did not reveal any damage. The instrument passed the electrical continuity test. The instrument was placed on an in-house system but failed the engagement test due to the main tube being bent. The instrument was unable to be tested for sync and seal functionality. Review of the logs displayed error code 22024, indicating that the instrument's grip torque is outside of the expected range, which typically results in a sealing malfunction. Visual inspection found the proximal grip cable not loose. Root cause is attributed to a manufacturing error.

Event description:
It was reported that during a da vinci-assisted hysterectomy - benign surgical procedure, the synchroseal instrument failed to seal. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.